Event description:
International affiliate reports multiple issues occurred with depuy spine instruments during the surgical procedure. Reports a viper cortical fix alignment guide was found to contain cement from a previous surgery, a single innie inserter broke, and the hex tip of a screwdriver star sheared off during this procedure. Reports surgery time reportedly extended by approximately 1.5 hours as a result of the difficulties that were encountered. There were no adverse consequences to the patient. See mfg report nos. 1526439-2012-00084 and 1526439-2012-00085 for the other instruments that were involved in this event.

Manufacturer narrative:
The screwdriver is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No conclusions can be made. However, instrument breakage is likely due to the application of atypical force upon the screwdriver during screw tightening and/or material fatigue, the result of wear from usage over time. The age and condition of the instrument prior to breakage are unknown. At this time, the complaint is considered to be closed. Device is not available for evaluation.